Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number and manufacturing number were not provided. H4: manufacture date not provided or identifiable.

Event description:
A consumer reported that " hx9990/11 caught on fire sparks coming out of charging cord" no injuries were reported. A potential fire hazard was identified.¿